Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
It was reported that after changing the batteries in the device it had switched from displaying results in mg/dl to mmol/l. No adverse event reported. Return of suspect device was requested and replacement was sent.